Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced infusion set insulin flow blocked alarm due to kinked cannula event on 01 may 2026 and the infusion set was inserted at the abdomen.